Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and on the following month got pregnant and it was ectopic and had burst. She underwent emergency surgery removing most of her right ovary and part of fallopian tube. This event is serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. In the present case, patient got pregnant less than three months after insertion of essure. As such, essure contraceptive failure can be excluded. However, when pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering the nature of the event pregnant and it was ectopic and had burst a contributory role of essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information cannot be obtained due to lack of consumer contact information.

Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 to prevent pregnancy. Consumer had the essure procedure done with no problem during procedure. Pregnancy tests were taken and came back negative. The following month she experienced stomach pain and bloat. She went to emergency room and they said she was pregnant, about 6 weeks, and it was an ectopic pregnancy and had burst. She was taken to another hospital that did emergency surgery removing most of her right ovary and part of fallopian tube. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and on the following month got pregnant and it was ectopic and had burst. She underwent emergency surgery removing most of her right ovary and part of fallopian tube. This event is serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. In the present case, patient got pregnant less than three months after insertion of essure. As such, essure contraceptive failure can be excluded. However, when pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering the nature of the event pregnant and it was ectopic and had burst a contributory role of essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information cannot be obtained due to lack of consumer contact information.

Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 to prevent pregnancy. Consumer had the essure procedure done with no problem during procedure. Pregnancy tests were taken and came back negative. The following month she experienced stomach pain and bloat. She went to emergency room and they said she was pregnant, about 6 weeks, and it was an ectopic pregnancy and had burst. She was taken to another hospital that did emergency surgery removing most of her right ovary and part of fallopian tube. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and on the following month got pregnant and it was ectopic and had burst. She underwent emergency surgery removing most of her right ovary and part of fallopian tube. This event is serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. In the present case, patient got pregnant less than three months after insertion of essure. As such, essure contraceptive failure can be excluded. However, when pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering the nature of the event pregnant and it was ectopic and had burst a contributory role of essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information cannot be obtained due to lack of consumer contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.